Event description:
It was reported that there was early battery depletion. It was also reported that the right ventricular lead showed lead impedances greater than 3000 ohms and there was noise. The device was explanted and replaced. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4), product ID p1501dr pacemaker (B)(4), implanted: (B)(6) 2006; 5076-52 implantable pacing implantable pacing lead (B)(6) 2006.

Manufacturer narrative:
Event summary- the full lead was returned in segments and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.